Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a review of the data it was noted that there was an alert for variable impedance on the atrial lead. The variability and elevated impedance continued on several subsequent visits but the trend had been stable for the past 12 months. The lead remains in use. The patient was enrolled in the system longevity study. No patient complications have been reported as a result of this event.